Manufacturer narrative:
The customer reported that they have a room in communication loss (comm loss) at the remote nursing station (rns). Per the customer, they have a duplicate channel, but they were able to resolve the issue by swapping teles. The room was also shown in comm loss at the central nurse's station (cns). Technical support (ts) had the customer reboot the org and then had the customer check the rns. The rns was still in comm loss so ts asked the customer to stop and restart monitoring and the unit is now showing correctly with no comm loss errors. There was no patient injury reported.

Event description:
The customer reported that they have a room in communication loss (comm loss) at the remote nursing station (rns). The room was also shown in comm loss at the central nurse's station (cns). There was no patient injury reported.